Event description:
Healthcare professional (hcp) reported that a patient was injected with [unspecified] juvéderm® volux¿ to the jawline about four months ago. An unspecified time later, patient reported to hcp that "there was swelling in the application area after the (non-device related) flu". After a few days of follow-up by the physician, the patient recovered.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection ("flu"), deemed not device related, is considered an unexpected adverse drug experience.